Event description:
Corrected lot and manufacturer information.

Manufacturer narrative:
The warnings in the package insert state "the htr-pekk device is constructed with the use of the patient¿s CT imaging data and computer aided design to determine the dimensions of each implant. Improper selection, placement, positioning, and fixation of the htr-pekk device may cause an undesirable result. The surgeon is to be familiar with the implant and the surgical procedure prior to performing surgery." Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Upon receipt of additional information from the sales representative, there was no significant surgical delay related to the implant. With receipt of this information, the event is no longer reportable and the complaint file will be closed accordingly. Follow up with this sales representative clarified that the delay in the case was quoted at ¿15 minutes¿ which is not considered significant surgical delay. The original information had indicated a two hour delay however this was clarified to be the length of the case and not the length of delay.

Event description:
Distributor (B)(4) reports htr pekk implant size issue.